Event description:
It was reported to boston scientific corporation that a therapeutic ureteral stone retrieval procedure occurred in 2007 using a segura hemi stone retrieval basket. During the procedure, a stone was captured in the upper ureter, but was found to be too big to remove safely. Therefore, the physician placed a lithoclast probe into the ureter along side the ureterescope (with the stuck basket in the working channel). It was necessary to rotate the basket to maneuver the fragmented stone. The physician realized that a part of the outer sheath became detached due to this event; approximately three centimeters detached in the ureter. The physician removed the basket and stone, and then spent approximately 45 minutes trying to find and grasp the missing outer sheath. The outer sheath fragment was removed successfully with a segura basket. A stent was placed and removed approximately a couple of weeks later. According to complainant, there was no lasting damage to the ureter.

Manufacturer narrative:
A review of the device history record (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for these lots. The july 2007 15-month segura hemi basket complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. The returned device is not functional due to its disassembled stated. A visual inspection of the broken ends of the sheath shows that the tear between the two sections are uneven. This indicates the sheath separated from too much force being applied as opposed to the sheath being cut. Though the information states that lithoclast probe was used along side this device, it is not believed that the use of the probe caused or contributed to the sheath break. See scanned pages